Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had upper respiratory issues, pain behind eyes, pain in their joints, "everything on the covid list except fever." They had high blood glucose level and they were not responsive to insulin. They drank water and gave manual injections of insulin. They then decided to go to the hospital. The patient was tested and was put on intravenous therapy with a fluid drip.